Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site report: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint: we have received an instruction from a patients solicitor regarding a claim in respect of injury, loss and damage sustained by her as a result of her faulty mesh implant. The client underwent an operation for the repair of a rectal prolapse. Date of operation (B)(6)2009.